Event description:
It was reported that the insulin pump experienced unexpected restart and failed history check alarms. Customer called to report a blank display on the insulin pump. Customer stated that blood glucose when getting back on the pump was over 560 mg/dl. Customer's blood glucose reading was 80+ mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.